Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the lpn was plugging in the IV pump and a "softball size ball of sparks flashed at her¿. The prongs on the plug were blackened. The customer initially stated that their environmental services department "checked the plug in and there was no problem there", however subsequent information from their biomed department suggests that there may be an issue with their power outlets, with some of them not making a good ground connection, and that some of the outlet faces are broken out by the ground pin causing a poor ground.

Manufacturer narrative:
The affected power cord photograph was provided; however a fault conclusion could not be determined with only a picture. No further investigation of this event is possible at this time. The root cause of the customer¿s complaint of a spark exhibited when pcu was plugged into an outlet could not be determined since the source device and power cord was not returned for the investigation.

Manufacturer narrative:
Upon further evaluation by persons who are qualified to make a medical judgment, it was determined that the customer¿s report does not represent a serious injury event. This follow-up report is submitted is to correct the previously submitted MDR.

Event description:
The customer went live on april 28th with ten devices; reportedly this device had an issue with the plug sparking when plugging it into an outlet. The lpn was plugging in the IV pump and a ¿softball size ball of sparks flashed at her¿. The prongs on the plug were blackened. Reportedly the ¿plug in was tested and no problems noted¿.